Manufacturer narrative:
Based on information received an investigation performed, the cause of the failure to achieve hemostasis and reported embolism could not be conclusively determined, however, the physician assessed that it was caused by a misdeployment of the sealant. Without source documents or the material to perform chemical analysis, the root cause of the reported sealant misdeployment and composition of the occlusion could not be conclusively determined. There is no evidence to suggest that the mynx device did not meet specifications or perform as intended per instructions for use (IFU). According to the IFU, maintain adequate tension on the balloon catheter (to ensure the balloon is abutting the arteriotomy), open procedural sheath stopcock, then detach shuttle and advance until resistance against the balloon is felt. In addition, per the mynx IFU, the safety and effectiveness of the mynx have not been established in pts with morbid obesity ((B) (6)). A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of the lot release testing and a documentation review by the quality department.

Event description:
It was reported by an aci sales professional that an obese male pt underwent a right and left heart cath procedure on (B) (6) 2010. Access was obtained via a 7f sheath in the right common femoral artery (cfa) which was reported to be of adequate size (>5mm) with no disease noted. The pt was on angiomax peri-procedure. An angioplasty of the obtuse marginal was performed with a failed attempt to stent. Following the procedure, the physician trained to the mynx, chose the device for femoral arterial closure. The device was prepped and deployed per instructions for use. At the tamping step, the physician noted pulsatile blood flow and removed the device as a whole. The pt was converted to manual compression to obtain hemostasis. The physician felt that the sealant may have been inadvertently deployed in the artery therefore, he decided to do a right lower extremity runoff by contralateral access of the left cfa. The lower extremity runoff confirmed an embolism in the popliteal artery, assessed to be mynx sealant. A vascular surgeon was consulted to decide on whether or not to attempt aspiration. It was decided to perform a cutdown in the operating room with extraction of what was reported to be sealant from the right popliteal artery along with subsequent removal of thrombus distally. The pt is reported to be recovering in the hospital without further complication.